Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 100 mg/dl while sensor glucose value was 300 mg/dl. The customer reported a low blood glucose, treated with sugar. Declined troubleshooting. The event involved product(s) mmt-7040a. The sensor was worn for fewer than 4 days. Customer was advised sensor may no longer be responding to glucose changes, most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Following our receipt of the two returned used sensors/ two needle hubs returned, took one sensor at random and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.